Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.